Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis pending.

Event description:
During a regular pacemaker follow-up, the physician observed an unusual battery curve. The battery impedance curve increased and abruptly decreased. An explantation was requested.